Event description:
The patient contacted animas on (B)(6) 2012 reporting that recently the pump has been turning on and off. The patient stated the pump emitted a low battery alarm and he had replaced battery and the pump turned off. There were no cracks in the case or battery cap. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.